Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance the day after implant surgery. X-rays were taken and reviewed by the physician but did not reveal any lead breaks as the imaging was poor. The x-rays have not been received for review by the manufacturer. An exploratory surgery was then performed to determine the cause of the high impedance where impedance was high while the generator was in the pocket. The visualized portion of the lead was inspected and was not seen to be incompletely inserted into the generator. The lead was then removed from the generator and reinserted, and still showed high impedance. The lead was then removed from the generator and generator diagnostics were then performed with a test resistor, and were seen to be normal. It was then decided to perform additional visual inspection of the lead at the neck site and the neck incision was opened. It was then seen that there was a break in the insulation of the lead that exposed the internal lead wires. The generator and lead were then explanted and it will be discussed further on next steps for patient treatment. The physician did note that it's possible the lead issues arose from the lead being cut during the original implant surgery, but they were not sure. The explanted devices have been discarded. No additional relevant information has been received to date.